Manufacturer narrative:
Repair evaluation information was received on 11/28/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response related to bipap device's sound abatement foam. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was nine error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated. In box h: remedial action init and recall (z) number was corrected. In box d: product brand name was corrected.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.